Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was in the range of 200 mg/dl and 400 mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer also reported about the insulin flow blocked alarm was resolved by changing the complete set. Insulin pump will not be returned for analysis.